Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how did device not work? It was working but the clips were overlapping did device jam (not fire clips)? No did device not feed clips? No did device drop or eject clips? No did device sideways feed clips? I don¿t know did device fire malformed clips? Yes. Did device fire scissored clips? Yes. If other, please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip applier was overlapping causing bleeding on the staple line and not performing properly. The procedure was delayed by 3 minutes and no patient consequences were reported.